Manufacturer narrative:
It was reported that there was hair inside the syringe with lint wrapped around the hair. Received from the customer is one syringe barrel model: 8881135609, lot: 1917644564. The syringe was visually inspected for cracks, misassemblies or damages to the components. Visual inspection confirmed a contaminant inside the syringe barrel on the plunger. Closer inspection under a lab microscope confirmed that the contaminant appears to be lint with hair and fabric fibers. Supplier cardinal health was contacted and made aware of this failure and has issued a letter. The device history record for set model: 8881135609, lot: 1917644564 could not be performed due to the syringe barrel not being manufactured by bd. The customer¿s report that there was hair inside the syringe with lint wrapped around the hair was confirmed. The root cause of the customer¿s report was identified as a supplier error during the manufacturing/production process of the syringe.

Event description:
It was reported that mon syringe barrel assembly had foreign matter in the syringe. The following information was provided by the initial reporter: material no: 8881135609, batch (lot) no: 1917644564. It was reported that there was hair inside the syringe with lint wrapped around the hair.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that mon syringe barrel assembly had foreign matter in the syringe. The following information was provided by the initial reporter: material no: 8881135609, batch(lot) no: 1917644564. It was reported that there was hair inside the syringe with lint wrapped around the hair.